Event description:
Proper hole prep was done with the 3.8 gold awl. When the anchor was placed down the hole, dr. Gently started tapping the anchor with a mallet. The anchor broke off at the eyelet and was retrieved with rongeurs. Again, dr. Re-prepped the hole and inserted 2nd anchor in about 5mm when this one also broke off at the eyelet. The bicep, then fell down into the hole and the case had to be cancelled. Patient was 64 years old.

Manufacturer narrative:
Devices were evaluated by quality engineering. The returned delivery devices were checked dimensionally where they interface with the anchor and were found to be within print specification. On one of the devices, the inner shaft was bent almost 90 degrees off axis. This may be an indication of off-axis anchor insertion which can contribute to breakage. Two broken anchors were returned which did not show any signs of defects such as voids in the plastic, both are within specification for the outside diameter. Based on the evidence provided, no root cause related to the manufacture of the device can be established. (B)(4).